Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital due to the presence of an implantable pulse generator (ipg). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead had triggered an observation for high ra threshold. Follow up with the patients clinic revealed that the ra lead had dislodged and a lead revision had been completed, only to have the lead dislodge again. Currently, the physician is working with the patient to develop a treatment plan and the lead remains implanted/in use. No patient complications have been reported as a result of this event.